Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient got urinary tract infection from using purewick female external catheter. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours. Ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Not recommended for patients who are: experiencing skin irritation or breakdown at the site". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient got urinary tract infection from using purewick female external catheter. It was noted that the patient had been using the purewick products for less than 90 days. Per follow up via phone on (B)(6) 2022, the patient¿s daughter reported the patient had passed away, and she stated she did not believe the patient¿s death was related to the purewick device. Per clinical follow up via phone on (B)(6) 2022, the patient's daughter confirmed the patient was diagnosed with a uti, but there was no medical intervention reported. The daughter stated it was unclear if the uti was caused by the purewick device or if it was related to the patient¿s other health conditions. She confirmed the wicks were changed and the device was cleaned per instructions for use (IFU). The patient passed away on (B)(6) 2022 due to dementia. The patient was in hospice care and had poor food and fluid intake. The daughter additionally stated the patient's death was not related to the purewick device. It was unknown what medical intervention was provided for urinary tract infection.